Event description:
It was reported that when naci was administered through the 10ml syringe, the tip of the syringe became wet resulting in detaching from the luer cone of the three way stockcock. When same procedure was performed with the in set enclosed 5ml-syringe, this issue did not occur as the 5ml-syringe and stopcock matched together. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.